Event description:
It was reported via the implant patient registry that this valve model 3300tfx21mm was explanted from the aortic position after an implant duration of 1 year due to several perivalvular leaks. A valve model 3300tfx23mm was successfully implanted in replacement. The patient was doing very well after procedure.